Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient had a revision of right hip. Date of implant was (B)(6) 2014. Patient complaint of painful joint and the stem and head were removed and hip was converted to a total hip.

Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. A review of the information available by a clinical consultant confirmed malposition of the dall-miles cable and loosening of the accolade stem . There is no allegation of failure against the metal head. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted such as device details, this record will be reopened.

Event description:
It was reported that the patient had a revision of right hip. Date of implant was (B)(6) 2014. Patient complaint of painful joint and the stem and head were removed and hip was converted to a total hip.